Event description:
Customer reported blood glucose result of 153 mg/dl, self-treated symptoms of hypoglycemia by eating an apple, then retested at 44 mg/dl within 10 minutes on the aviva system. He further treated symptoms of hypoglycemia with 16 ounces of orange juice. No adverse event reported. A request was made for the return of the system, replacement was sent.